Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2018 and insulin pump had keypad anomaly. The customer¿s blood glucose level was 329 mg/dl. The customer was treated with insulin drip and shot. The customer reported that they had to press them about two to three times to get them to work properly. The customer reported that the buttons were sticking and no delivery alarm. It was reported that the insulin was unable to exit with plunger push and they performed displacement test and was unable to complete. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.